Event description:
It was reported that an asymptomatic patient presented in the hospital for symptoms unrelated to the device. The pulse generator exhibited backup vvi operation. Device replacement was scheduled due to normal eri.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.